Event description:
Complainant alleged that during biomed testing, the device displayed "defib charging error" and "defib charge timeout" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to a zoll apporved service provider. The customer's report was observed during review of device data logs; however, the device was subjected to a complete evluation without duplicating the report. The battery was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.